Event description:
Boston scientific received information that after removing this device from the pocket the header was observed to crooked. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Manufacturing enhancements have been implemented to make the header bond more robust.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.